Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient had a hematoma around the wound area a day after implant. The area was cooled. This is all of the information that was provided to us. All available information suggests this device remains implanted.